Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The battery reamer/drill device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by the (B)(6) that during service and evaluation, it was observed that the battery reamer/drill device control unit was not functioning and was defective. It was noted that the handpiece motor and controller were defective, and the bearings were worn. It was also noted that the device failed pre-repair diagnostic tests for off/forward/reverse mode. It was noted in the service order that the device was ¿not working¿. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.